Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated high sensitivity troponin I (tnih) patient sample result obtained on a dimension vista® 1500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely elevated high sensitivity troponin I (tnih) patient sample result was obtained on a dimension vista® 1500 system. The falsely elevated result was reported to the physician(s) and was not questioned. The same sample was reprocessed on the same system and on an alternate dimension vista® 1500 system. Lower results considered correct were obtained. A corrected report was issued with the lower result obtained on the alternate dimension vista® 1500 system. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high sensitivity troponin I (tnih) result.

Manufacturer narrative:
Additional information (18-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. No similar events with other high-sensitivity troponin I (tnih) patient samples were observed. No product non-conformance was identified with the high-sensitivity troponin I (tnih) assay or the dimension vista 1500 system. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 28-dec-2022.